Event description:
The pump was returned for sensor hardware failure (downstream air sensor). The device was attached to a bracket and powered on, no alarms or errors were observed. An infusion was run and tubing set misloaded error was observed. The device was opened to inspect for internal damage, damage was identified on four of the screw bosses of the lcd touchscreen. The fva lip seals and ipc service seal were replaced during investigation. An infusion was run again on the device and no tubing set misloaded errors were observed. The lcd and touchscreen will be replaced during repair.

Event description:
The following has been reported: biomed reported: "lvp with a constant air-in-line issues with multiple different cassettes. Lvp (B)(6). Device displayed constant air-in-line in the beginning but error went away, would like the logs reviewed. Customer ran a test infusion. Rate of 250ml for 25ml for primary and secondary. Upstream and downstream occlusions passed. Patient incident: none" a preliminary review identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.